Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the collar was damaged. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: I have a batch of tubing to send in. 5 cracked collars.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the collar was damaged. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: I have a batch of tubing to send in. 5 cracked collars.